Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps coll 1.5qt red experienced damaged label. The following information was provided by the initial reporter: this is a report about a damaged label of sharps collector. The customer received the product with its label torn.

Manufacturer narrative:
H6: investigation summary as part of this investigation, with the pictures and issue description provided from customer (¿received the product with its label torn¿), it was possible to confirm the following: ¿ the label design belongs to a 1.5qt family product (305487). ¿ the lot number reported (1300904) was manufactured by flex on october 27, 2022. ¿ the bottom of the label is torn. According with this investigation, this is a failure mode related to the manufacturing process since there is a possibility of improper manual handling by the operator at the time to perform the packaging process. For this reason, quality alert was implemented to help on prevention of damaged label during the labeling process through the conveyor and during the packaging process. Also, as part of the investigation, a review of customer complaint records was performed and according with the cc¿s records, no complaints were received through the last twelve months for the same part number and matter, for this reason, this is an isolated issue. Based on information provided it was possible to confirm the root cause like a failure mode related to the manufacturing process since we can relate this issue to the possibility of incorrect manually handling or process omission by the operator.

Event description:
It was reported that the bd sharps coll 1.5qt red experienced damaged label. The following information was provided by the initial reporter: this is a report about a damaged label of sharps collector. The customer received the product with its label torn.